Manufacturer narrative:
Reporter returned 5 oral-b flexisoft toothbrush heads on 21-dec-2017. Product investigation is in progress.

Event description:
Flexisoft brush heads come off when brush teeth [device breakage]. Flexisoft brush heads won't stay attached to brush [device connection issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via letter on (B)(6) 2017 that oral-b flexisoft brushheads would not stay attached to his oral-b rechargeable toothbrush, version unknown, and the brush heads came off when he brushed his teeth. The consumer enclosed 5 flexisoft brush heads with the letter. Relevant history: none reported. No symptoms were reported. No further information was provided. On (B)(6) 2018 consumer follow-up: the consumer reported his toothbrush was an oral-b power rechargeable toothbrush handle professional care (B)(4), and other unspecified brush heads fit. No further information was provided.